Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Rs232 connection check passed. Rts light on db-9 tester illuminated successfully. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and the cycler powers down. Failure traced to a short on ic23 on input/output (I/o) board. Replaced I/o board for further testing. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Patient treatment data uploaded successfully through gateway. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an thermal decomposition on the I/o board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient experienced an unexpected fpga reset warning that occurred before step 1 of set up. The warning occurred two times. The cycler has been reset up with new supplies. The cycler was plugged into a three prong wall socket. The cycler is not plugged into a shared outlet. There have been no recent outages and an alternate power outage is not being used. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the io board was identified.